Manufacturer narrative:
Concomitant products: d284drg ICD, implant: (B)(6) 2012.

Event description:
It was reported that there was poor sensing and high thresholds on the right atrial (ra) lead. Small p-waves were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.